Event description:
The light on the trivex machine was very dim for the case. We checked the machine, we switched the light cord, then the illuminator with no success. We switched out the machine to use the loaner. There was a significant difference in the light.====================== health professional's impression======================not applicable====================== manufacturer response for trivex system illuminator-handpiece, trivex system illuminator-handpiece======================awaiting response====================== manufacturer response for fiber optic cable, fiber optic cable======================awaiting response